Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box,lot # 73l1600054 was manufactured on 11/08/2016 a total of 18,000 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The stapler would not deploy correctly. The staples would come out at an angle and only be in one side of the wound. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler would not deploy correctly. The staples would come out at an angle and only be in one side of the wound. There was no patient injury.